Event description:
It was reported that during a surgical procedure, the tourniquet cuff lost pressure. The cuff was replaced by a back up cuff and the procedure was completed successfully. There was some blood leakage into the surgical site, but the account did not know how much occurred. There were no adverse consequences reported for the user or the patient. No medical intervention was necessary.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.